Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Evaluation on the returned sample - rod passed iol and iol remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. There was no similar event reported on the lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-ni2 aq310ain intraocular lens diopter 13.5 into the patient's eye, the surgeon "pushed the rod, the rod ran beside the lens and the lens was unable to inject." There was no patient contact with this lens. Back-up lens was not available at the time, "eventually another brand lens (hoya) was used and surgery was successfully completed." This occurred on (B)(6) 2019.